Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer changed the infusion set and cartridge to resolve the issue. Customer's blood glucose level was over 555 mg/dl. Customer addressed blood glucose level with manual injections.